Event description:
The user facility reported that the tip of the guidewire was sheared during a procedure. Follow-up communication confirmed: the anatomy of the patient was reportedly tortuous and the angle of the vessel made it 'difficult to get an accurate view of the vessel;' the wire was advanced into what the physician thought was the accessory vessel; however, following deployment of the stent the physician realized the wire had actually been looped into the ima, and then, was trapped against the wall of the vessel when the stent was deployed; the wire reportedly 'snapped' while attempting removal and a portion of the wire tip remained trapped behind the stent; the patient has been placed on anticoagulants for the 'next few months' due to the detached material being left unretrieved; and the patient was reported to be "doing well" following the procedure.

Manufacturer narrative:
Method - (no testing methods performed) - the involved device has not been returned by the user facility and the lot number is unknown. Therefore, the failure investigation was limited to a review of user facility information. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a guidewire defect or malfunction. The event description is consistent with guidewire damage due to the continued manipulation of the device after the tip of the wire became caught by the deployed stent. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire"; and "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).